Event description:
2/9/94 pt underwent spinal fixation procedure. After good results the instrumentation was removed on 1/10/96. During the removal procedure there was an incidental durotomy with dural repair.